Event description:
The site reported the following: a (B)(6) female with an admitting diagnosis of hemoptysis underwent a CT scan of the chest with intravenous contrast. The contrast was delivered at an injection rate of 2ml/sec. Approx 100mls of contrast and 40mls of saline had extravasated into the pt's right antecubital. Post-procedure, the pt received intravenous zithromax as a prophylactic measure. The pt returned for re-evaluation of the extravasated area on (B)(6) 2011. The redness and swelling had abated.

Manufacturer narrative:
A medrad svc engineer performed a sys svc check of the stellant injector on (B)(6) 2011 and the unit was found to be operating to specification. In addition, medrad product analysis examined the returned product which consisted of two syringes and a 60" t-connector tubing set. Visual examination revealed that the disposables were in good overall condition, free of any visual defects. Functional testing of the returned medrad product confirmed that the disposables performed to specification with no problems found. Additional applications training was offered to the customer but they declined.